Event description:
Reportedly, this device was explanted after approximately a 1 year, 10 month implant duration due to chronic systolic anterior movement of the leaflet.

Manufacturer narrative:
Device not returned.